Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: di: (B)(4). D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . H4: device manufacture date: unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Since the lot number was unknown, the investigation could not be performed. In the past two years, we have not received any similar complaints of the involved products caused by the manufacturing process. Please refer to section h10 for the importer's report on the reported event. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the guidewire broke inside the patient. The broken guidewire was retrieved from the patient. They used a backup guidewire to complete the procedure. The procedure was a cystoscopy. There were no serious injury/no adverse patient effects. The issue occurred during sedation/when the device was inside the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5.

Event description:
Additional information was received on 15aug2025: the approximate size of the wire that broke in the patient was .035 150cm 3cm. No concomitant devices or equipment were used with the wire.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. Since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. Since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. In addition, since the actual device was not returned and investigation of it could not be performed, it was not possible to identify the cause of occurrence. Ashitaka factory assures the quality of this product by performing following inspection and control. The outer diameter of wire is controlled to assure its strength. Before the packaging process, 100% visual inspection is performed to confirm that there is no anomaly such as a kink or scratch. The instructions for use (IFU) of this product includes the following warning: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire m and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire m or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel."